Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 20ml's. Blood test strips were not used; the blood was visual. There was no damage noted on the dialyzer. Pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.